Manufacturer narrative:
Dtba1d1 ICD, implanted: (B)(6) 2016; 5568-53 lead, implanted (B)(6) 2009; setroxs lead, (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead is dislodged. The remaining longevity estimate for the device is less than one year f ollowing reprogramming to right ventricular pacing only due to the dislodged lead. The left ventricular lead outputs were also reprogrammed to minimum and the lead turned off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.